Event description:
It was reported to medtronic neurosurgery that a strata valve was implanted into the patient in (B)(6) 2007 to treat his hydrocephalus. The patient's headaches and nausea symptoms improved from (B)(6) 2007 through 2010. In 2011 the patient began experiencing headaches, nausea, difficulty walking and unconsciousness. It was also reported that the patient died due a brain tumor in 2011.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.